Manufacturer narrative:
During our evaluation in a clinical setting, we confirmed that there was image deterioration caused by interference with use of the holmium laser. Image clarity, focus and brightness was not an issue in the absence of using the holmium laser. Our evaluation of the returned camera heads also confirmed image instability related to interference issue with the use of the holmium laser. Our field representatives were subsequently informed that the use of yag laser (holmium or nd) is not recommended when using hx pendulum camera head as laser interference may occur and affect image visualization.

Manufacturer narrative:
Evaluation of the returned hx pendulum camera heads is in process. In bench testing of returned units, we were unable to confirm any issues with depth of focus, or any problem with color distortion or contrast in comparison to our previous model pendulum camera. We plan on visiting the site to further evaluate the reported problem in a clinical setting.

Event description:
Allegedly, the patient underwent a holep procedure where a hx pendulum camera head was used and the patient had a prolonged hospitalization for bleeding. The doctor complained that the image was poor/granular when bleeding was encounter, with difficulty seeing blood vessels to get hemostasis, and the depth of range on the focus was narrower as compared to the previous model of pendulum camera.